Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was structurally compromised with either loss of capture or sensing with high impedances. The lead was replaced.